Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed at 19 cm distal to the is-1 connector pin n the region of the suture sleeve deformations of the outer conductor coil. Based on the characteristics, it is reasonable to assume that these deformations resulted from a tight suture. In addition, damages at the steroid collar were observed which most likely occurred during the surgery. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 1 month, it was reported that there was no capture on the ventricular channel.